Event description:
Ems personnel responded to a pt, condition unk. It was reported that external pacing was attempted and allegedly the unit would not pace. The operator wiggled the monitor/defibrillator and flexed the system at the slide contact and the unit allegedly functioned properly for the remainder of the call. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and proper device operation after alleged problem resolution.

Manufacturer narrative:
Section d after several attempts the customer has been unable to provide any additional event information or provide the device's serial number. Section h the device inolved is unk and na for evaluation. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.